Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 16-dec-2024. Section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the returned complaint device revealed that the plunger rod was partially advanced. Viscoelastic residue was distributed through the length of the cartridge. The cartridge tip showed a stress mark; however, the stress mark was in specification for a used device. The lens module, the device assembly and the plunger rod advancement were inspected and presented with no issues. No lens was received for evaluation. The complaint issues "cartridge damaged" and "cosmetic issues" were not identified during product evaluation; therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of the preloaded monofocal intraocular lens (iol) was damaged. Account indicated that the cartridge scratched the lens. No additional information was received.